Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2010. It was further reported that patient will need to undergo a revision procedure due to loosening of the custom hemi-pelvis. It is unknown when the revision will occur and no further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "implants can loosen or migrate due to trauma or loss of fixation."